Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: revision due to infection event description: the patient is pursuing a product liability claim arising out of the use of biolox head. It was reported by patient's counsel that the patient received an implant on (B)(6) 2017 and underwent a revision surgery, one on (B)(6) 2017 due to infection, where the biolox head was revised, and second one on (B)(6) 2017 due to dislocation review of received data: surgical report dated (B)(6) 2017: (B)(6) patient had right tha approx. 8 years ago with mom. Patient had some elevated metal ions and hip pain. Revision is decided procedure: zimmer continuum cup 52mm, 20mm screw, 40mm screw, 36mm +3.5 ceramic head and a 7mm offset liner were implanted. 1st stage revision report dated (B)(6) 2017: findings: patient had a deep infection of the hip joint that involved all layers from te skin and subcutaneouw tissue deep and through the fascia surrounding the exposed femoral neck and head as well as the acetabulum. Components were well fixed. No signs of loosening. Liner was removed. Acetabulum and femoral stem found to be intact and without loosening. Irrigation and debridement of all exposed tissues down to and including bone. 36mm vit e size ii was implanted. Versys system 36mm +10.5mm neck head was impacted. Hip found to be stable. 2nd stage revision report dated (B)(6) 2017: due to synovitis, the posteior capsule was pretty much gone from recurrent dislocations. Hip dislocated. Femoral head was disimpacted with a ball. Poly removed with an osteotome. Zimmer 36mm inner diameter size 2 vit e elevated liner and a +10.5mm 36mm head were implanted. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificate for biolox option head was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: root cause determination using sap rmw : non-sterile device is implanted due to sterilization process failure not possible sterilization certificate confirms the sterility of the product. Non-sterile device is implanted due to contaminated device due to packaging failure not possible -> the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Non-sterile device is implanted due to surgeon resterilizes head and/or adapter possible, IFU d011500244 (chapter: "resterilization information") provides necessary information. However, it cant be proved whether it was done, therefore this potential cause cannot be excluded. Non-sterile device is implanted, cross contamination due to explanted ceramic head and/or adapter is reused with the same or new femoral stem possible, IFU d011500244 (chapter:"warnings") provides necessary information. However, it cant be proved whether it was done, therefore this potential cause cannot be excluded. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, no information about a packaging issue was reported, however cannot be excluded. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head and/or adapter) not possible IFU d011500244, (chapters: "indications" and "warnings") provides necessary information. Conclusion: according to the information available at the hand, ceramic head of the tha was revised due to the infection after approx. 2 months in-vivo time on (B)(6) 2017. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during operation, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: cup hip impl win gen; catalog no# : unknown ; lot no# unknown, ml taper kinectiv stem; catalog no# : unknown ; lot no# unknown. Therapy date : (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4)..

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection and dislocation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: reason for revision surgery was also synovitis. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4). Note: the same patient had a previous revision surgery. First revision was captured in (B)(4).

Event description:
A patient is pursuing a product liability claim. Patient was implanted with an unknown biolox head on the right side. Subsequently patient underwent revision surgery due to infection, dislocation and synovitis (approximately four months post implantation).